Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. Cerebrovascular accident and death are listed in the xience prime everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The lot history record (lhr) was reviewed for the reported lot and there is no indication of a product quality issue with respect to manufacture, design or labeling. Unique device identifier (UDI): (B)(4).

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly calcified, mildly tortuous, fibrotic and thrombosed mid left anterior descending artery. The patient presented with accelerated hypertension and experiencing an acute myocardial infarction. After thrombus aspiration and pre-dilatation was performed a 2.75 x 38 mm xience prime was placed successfully. Post-dilatation was performed and the stent was confirmed to be fully apposed to the vessel wall. Timi 3 flow was confirmed and the patient was transferred to the intensive care unit (iccu). Half an hour later the patient experienced a cerebral vascular accident and despite attempted life saving efforts being performed expired in the iccu. No additional information was provided.